Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete information for a pump reset and guided them through the process. After the reset was completed, the error code did not appear again, and the caller successfully started a new sensor session.